Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use in a lower extremity percutaneous transluminal angioplasty. During procedure, it was noted that the balloon ruptured at nominal pressure. However, it was further reported that all of the device components were completely and simply pulled out from the patient's body without problem. The procedure was completed with a different device. No patient complications reported and patient was good post procedure.